Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size small #1 duracon poly insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient's right knee was being revised due poly wear. Only the poly was exchanged.